Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 25feb2021.

Event description:
It was reported that the ventilator had low oxygen pressure. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device. The se found an error code indicating oxygen not available. The se reported that after inspecting the device it was found that there was low oxygen pressure due to the hospital's oxygen supply system failure, unrelated to the machine. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.